Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 4/15/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity ¿ unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had the tecnis monofocal intraocular lens (iol) removed and replaced from the eye due to anisometropia. At 1 day post-op: the visual acuity (va) were : +0.50, +0.25. By the 7th day post-op, the (va) were: +0.50, +0.25, and after 3 weeks, the va were: +0.50, +0.25. No patient injury was reported. No further information is available.